Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corrosion on keypad traces. Unable to do the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to unresponsive button keypads. The device had cracked case on the lcd display window corners, minor scratches on lcd display window, and cracks on the reservoir tube lip.

Event description:
Customer's mother called to report there is crack on the insulin pump and the buttons are unresponsive. Blood glucose reading was 300 mg/dl. No significant event can be recalled that led up to this issue. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.